Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 08d06-32 that has a similar product distributed in the us, list number 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) syphilis tp result of (B)(6), when processing on the architect i2000sr. Additional testing with rpr method was (B)(6) and fuji rebio espline was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, review of the performance of the likely cause, and a review of product labeling. Ticket searches for the likely cause lot could not be performed since likely cause lot is unknown. The tracking and trending report review did not identify any trends. The performance of the likely cause list number was investigated and did not identify any non-conformances and/or deviations related to the complaint issue. A systemic issue was not identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.